Event description:
It was reported the programmer was having 60 second cycle noise constantly. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found cracked solder joints on the ECG connection.